Manufacturer narrative:
(B)(4). Batch # r9355l investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the device was received with the cable cut off. Due to the condition of the device, the functional test could not be performed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the tissue pad melted. No pieces fell into the patient and the blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.